Manufacturer narrative:
This supplemental report is being submitted to provide a correction to e1: first and last name. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the electrosurgical generator esg-400 experienced an e433 error. The issue occurred during inspection/setup for use. There were no reports of patient harm.